Event description:
Adverse event(s): "procedure lasted one hour" (no code available). Product problem(s): message displayed on screen (device displays error message), "occlusion" (obstruction within device). The customer reported during a procedure a system message was displayed on the screen indicating a flow obstruction. The customer contacted the service center and all accessories were charged, however, the problem persisted. The ia mode was used to complete the procedure. The surgical procedure lasted for one hour.

Manufacturer narrative:
A company representative examined the system and could not duplicate the problem reported. The system was tested and met all product specifications. A sales representative visited the site and reported the doctor settings had to be corrected. (B) (4). (B) (4)